Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2021-19064. It was reported that patient experienced ineffective therapy due to high impedances. X-rays showed that the leads were fractured. In turn, the patient underwent surgical intervention wherein both existing leads were explanted and replaced.